Manufacturer narrative:
Expiration date - unknown due to unknown lot. UDI - unknown due to unknown lot. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device insertion sheath could not be inserted. Another angio-seal was opened, and the closure was completed as usual with the second insertion sheath. The procedure being performed prior to the use of the angio-seal was a percutaneous transluminal angioplasty (pta) via antegrade puncture. A 6fr procedural sheath was used. There were new difficulties with arterial access. A pre-deployment angiogram was performed. There was no patient harm and the patient was in stable condition. Hemostasis was successfully achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Two used 6fr angio-seal vip devices were returned for product evaluation. Inspection of the first device revealed that only the 6fr angio-seal device (the carrier tube) was returned for analysis. Upon visual analysis, the deployment sleeve of the device was found in the full forward lock position. The anchor and collagen from the carrier tube assembly were exposed and the bypass tube was found to be detached. No other visual anomalies were noted. No functional testing was performed since the anchor and collagen were already exposed; the carrier tube assembly could not be placed into the sheath. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.0803''. The anchor was measured using a caliper and the width was 0.077in. All measurements were found to be within the manufacturer's specifications. Inspection of the second device revealed that the hemostasis sheath was returned mated with the carrier tube assembly in full deployed state. No other accessory components were returned. Upon visual analysis, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The suture and tamper tube were completely released from the sheath and the overall device condition is consistent with full deployment. Microscopy analysis revealed that the distal end of the suture appeared to be cut with a blade. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.